Event description:
A power on reset (por) occurred and was cleared with an 8840. The patient has had pors in the past and was going to keep a log of when/where they occurred.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na. Recharger model 37752 serial# (B)(4). Programmer model 37743 serial# (B)(4).